Manufacturer narrative:
H3 other text : device is implanted in the patient.

Event description:
It was reported that the subject flow diverter stent was implanted successfully in a patient in right internal carotid artery-ophthalmic (c6 segment) on (B)(6) 2022 with a parent artery stenosis of 0-25%. Post procedure on (B)(6) 2022 the patient experienced right eye floater. A stroke code was called on (B)(6) 2022 for right eye floaters. Neurosurgery did not recommend any intervention. An ophthalmology exam was performed on (B)(6) 2022 and based on the results no acute ophthalmologic intervention was recommended. The ae (adverse event) is indicated to have a probable relationship with study procedure and is possibly related to the study device. No further information is available.

Event description:
It was reported that the subject flow diverter stent was implanted successfully in a patient in right internal carotid artery-ophthalmic (c6 segment) on (B)(6) 2022 with a parent artery stenosis of 0-25%. Post procedure on (B)(6) 2022 the patient experienced right eye floater. A stroke code was called on (B)(6) 2022 for right eye floaters. Neurosurgery did not recommend any intervention. An ophthalmology exam was performed on (B)(6) 2022 and based on the results no acute ophthalmologic intervention was recommended. The ae (adverse event) is indicated to have a probable relationship with study procedure and is possibly related to the study device. No further information is available.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the subject flow diverter stent was implanted successfully in a patient in right internal carotid artery-ophthalmic (c6 segment) on (B)(6) 2022 with a parent artery stenosis of 0-25%. Post procedure on (B)(6) 2022 the patient experienced right eye floater. A stroke code was called on (B)(6) 2022 for right eye floaters. Neurosurgery did not recommend any intervention. An ophthalmology exam was performed on (B)(6) 2022 and based on the results no acute ophthalmologic intervention was recommended. The ae (adverse event) is indicated to have a probable relationship with study procedure and is possibly related to the study device. No further information is available. Update: additional information received on 09-sep-2024 clarified that the adverse event was not related to the study device. Update: additional information was received 13 jan 2025 reported adverse events (ae) per internal medical review (imr). Ae4 numbness and heaviness of the left arm (patient presented to ed with new symptoms during her migraines numbness and heaviness of the left arm. The left arm symptoms have occurred occasionally without migraines. Started on (B)(6) 2023 and recovered/resolved on (B)(6) 2023. The ae is possibly related to the study device. Ae5 right eye blurriness (the patient reports that she has had worsening headaches over the past week. She will see floaters and sparkling lights intermittently (usually with headaches). States she has intermittent blurry vision x4 days (episode occurs ~1x/day and last several minutes). She also endorses intermittent blurry vision that is not always associated with headaches. Patient had ophthalmology consult and no acute ophthalmologic intervention required.). Started on (B)(6) 2023 and is recovering/resolving. The ae is possibly related to the study device.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - adverse event. Section h1 type of reportable event - corrected - serious injury. B2 outcomes attributed to ae- corrected ¿ other serious (important medical events). B5 executive summary - updated. F10 / h6 health effect - clinical code - updated. F10 / h6 health effect - impact code - updated. F10 / h6 medical device problem code - updated. H6 investigation conclusions - updated. D4 gtin - corrected. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information received indicated that the study device was not related to the adverse event. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. A 19 yrs female, with past medical history of localized headache, target aneurysm at right internal carotid artery-ophthalmic, parent artery stenosis 0-25%. Ae7 right eye floater - recovering/resolving. Ae 4 - numbness and heaviness of the left arm and migraines - right eye blurriness - worsening headaches- recovered/resolved, no treatment provided. Ae5 right eye blurriness (the patient reports that she has had worsening headaches over the past week. She will see floaters and sparkling lights intermittently (usually with headaches). States she has intermittent blurry vision x4 days (episode occurs ~1x/day and last several minutes). She also endorses intermittent blurry vision that is not always associated with headaches. Patient had ophthalmology consult and no acute ophthalmologic intervention required.) Recovering/resolving, no treatment provided. An assignable cause of anticipated procedural complication will be assigned to the reported events ¿patient neurological deficit¿ and 'patient headache non-serious' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the subject flow diverter stent was implanted successfully in a patient in right internal carotid artery-ophthalmic (c6 segment) on (B)(6) 2022 with a parent artery stenosis of 0-25%. Post procedure on (B)(6) 2022 the patient experienced right eye floater. A stroke code was called on (B)(6) 2022 for right eye floaters. Neurosurgery did not recommend any intervention. An ophthalmology exam was performed on (B)(6) 2022 and based on the results no acute ophthalmologic intervention was recommended. The ae (adverse event) is indicated to have a probable relationship with study procedure and is possibly related to the study device. No further information is available. Update: additional information received on 09-sep-2024 clarified that the adverse event was not related to the study device. Update: additional information was received 13 jan 2025 reported adverse events (ae) per internal medical review (imr). Ae4 numbness and heaviness of the left arm (patient presented to ed with new symptoms during her migraines numbness and heaviness of the left arm. The left arm symptoms have occurred occasionally without migraines. Started on (B)(6) 2023 and recovered/resolved on (B)(6) 2023. The ae is possibly related to the study device. Ae5 right eye blurriness (the patient reports that she has had worsening headaches over the past week. She will see floaters and sparkling lights intermittently (usually with headaches). States she has intermittent blurry vision x4 days (episode occurs ~1x/day and last several minutes). She also endorses intermittent blurry vision that is not always associated with headaches. Patient had ophthalmology consult and no acute ophthalmologic intervention required.). Started on 11/4/2023 and is recovering/resolving. The ae is possibly related to the study device. Update: additional information received on 23 mar 2025 clarified that the ae4 numbness and heaviness of the left arm & ae5 right eye blurriness are not related to the study device per imr review.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no adverse event section h1 type of reportable event - corrected - no serious injury b2 outcomes attributed to ae- corrected ¿ no other serious (important medical events) b5 executive summary - updated. . Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed as the device problem is unknown/unclear, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information received indicated that the study device was not related to the adverse event. An assignable cause of undeterminable was assigned for the as reported event ¿device problem unknown/unclear¿ as it is unclear what was the reported issue for this complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the subject flow diverter stent was implanted successfully in a patient in right internal carotid artery-ophthalmic (c6 segment) on (B)(6) 2022 with a parent artery stenosis of 0-25%. Post procedure on (B)(6) 2022 the patient experienced right eye floater. A stroke code was called on (B)(6) 2022 for right eye floaters. Neurosurgery did not recommend any intervention. An ophthalmology exam was performed on (B)(6) 2022 and based on the results no acute ophthalmologic intervention was recommended. The ae (adverse event) is indicated to have a probable relationship with study procedure and is possibly related to the study device. No further information is available. Update: additional information received on 09-sep-2024 clarified that the adverse event was not related to the study device.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no adverse event. Section h1 type of reportable event - corrected - no serious injury. B2: outcomes attributed to ae- corrected ¿ no other serious (important medical events). B5: executive summary - updated. F10 / h6: health effect - clinical code - updated. F10 / h6: medical device problem code - updated. H6: investigation conclusions - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information received indicated that the study device was not related to the adverse event. While there are a number of potential causes for the reported issue, because the reported issue is unknown/unclear and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.